Event description:
It was reported that the patient complained of being shocked in the past, and of feeling lightheaded. Follow up indicated that the patient had been appropriately shocked for ventricular tachycardia, and had also been shocked for an episode of atrial fibrillation. Additionally, the patient has not appeared for multiple scheduled visits, so it has not been possible to determine the relation of the device to the patient's complaints regarding lightheadedness. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.